Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). Other devices used: catalog #unk, unknown zimmer screws, lot #unk - quantity 2. This report will be amended when our investigation is complete.

Event description:
It is reported that following removal of a fibular trauma plate, which had been used to treat a distal fracture of the fibula, it was noted the plate had signs of corrosion and appeared rusted at some of the locking screw holes. The patient's corresponding fibular bone also appeared black in spots.

Manufacturer narrative:
A patient history review indicated a revision surgery was conducted because of pain occurring approximately 10 months after implantation in order to remove the implant. There was no particular product lot number provided, so a lot number complaint review could not be performed. The pictures returned of the implant in-vivo and after explanting show some discoloration. This discoloration could indicate there may have been debris present; however, the most likely probable cause of the discoloration cannot be determined with the information provided. This product will be monitored for any adverse complaint trends. There was no product returned nor lot number provided; therefore, the device history records could not be reviewed and no physical evaluation could be conducted. There were pictures provided which show the plate in-vivo and after explanting. These pictures show corrosion present on the plate as well as some of the screws. There was an attempt to follow-up and obtain additional information to no avail. The plate is used for treatment.